Event description:
It was observed that during the device evaluation, the autoclavable camera head had a blurry image. Additionally, it failed water leak test. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "unit failed water leak test" and "image is blurry" was traced to component failure. Image was blurry due to bad charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.